Event description:
It was reported that the right ventricular lead failed the defibrillation threshold testing during the device change out procedure. On (B)(6) 2017, the lead was explanted and a new lead was replaced successfully. The patient was stable throughout the whole procedure.